Event description:
A healthcare professional reported that during a vitrectomy surgery two ophthalmic backflush did not generate the vacuum even after pressing the footswitch. The surgery was completed using a new unit causing no impact on patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).